Event description:
During priming of the device in preparation for use for a cardiopulmonary bypass procedure, the user reported that the monitor would not remain calibrated and that the potassium and carbon dioxide values were drifting. The device was used for the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.